Event description:
It was reported that the bd extension set microbore slide clamp not priming. The following information was provided by the initial reporter: product not priming

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-sep-2022. H6: investigation summary: a complaint of a set not priming was received from the customer. A sample was returned for investigation. Through visual inspection, no defects or damages were observed on the set. The set was then connected to a 10 ml syringe and attempted to be primed. Water would not flow through the set. Occlusion was confirmed. A device history record review for model me2020 lot number 22029709 was performed. The search showed that a total of 20,403 units in 1 lot number were built on 12feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The manufacturing plant was notified of this defect. The root cause was determined to be an error during the assembly process. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd extension set microbore slide clamp not priming. The following information was provided by the initial reporter: product not priming.